Event description:
It was reported that inappropriate therapy due to oversensing was observed. Device and lead were explanted and replaced.

Manufacturer narrative:
The reported field event of noise leading to inappropriate therapy was confirmed via review of stored electrograms. The device was tested on the bench and using automated test equipment and no anomalies were observed. Device sensing was normal throughout testing. The root cause of the noise could not be determined.